Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed that the left ventricular lead exhibited high and out of range pacing impedance. The patient presented for a lead revision. During the procedure, the left ventricular lead could not be replaced due to stenosis. The lead was left implanted and programming changes were performed. The patient was in stable condition and will further be monitored.